Manufacturer narrative:
One opened and used sensor was inspected and the sensor was found broken. The broken part was missing. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had two bad sensors. The wires from the sensors broke off in his stomach. He received a calibration error alarm. The customer found the cannula had broken off in his stomach. His blood glucose level was not reported. The product will return. Nothing further to report.